Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge alarm 19 during basal delivery. Subsequently, a cartridge change error message occurred during the load process. Customer's blood glucose level was 232mg/dl. Reportedly, the customer ultimately loaded a new cartridge successfully and continued to use the pump for insulin therapy.